Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2009. It was reported that the pt's ipg is moving in the pocket and causing discomfort. It was discovered that the ipg has moved slightly due to necrosis and the removal of fatty tissue from one edge of the ipg pocket. Surgical intervention will be undertaken at a later date to reposition the ipg. In addition, it was reported that the pt will undergo a CT scan to address pain in her leg believed to have generated from a knee ligament injury.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.